Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens -7.0 diopter into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault, blurred vision, and refractive surprise. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in a microcentrifuge vial in moisture. Visual inspection found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim #(B)(4).